Event description:
It was reported to vyaire medical that the avea ventilator was not turning on after changing out the compressor. It was further stated that the leds and fan were not on when unit was plugged in. There is no information of patient involvement associated with the event as of this time.

Manufacturer narrative:
Vyaire medical file identification:(B)(4). H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.